Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that during priming, nutrition leakage was noticed from the spike. There was no patient involved. Therefore, no patient injury, medical intervention, or adverse reaction was associated with this event.